Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the pa noticed the wire of the vaso view hemopro was unattached from the tip during use, took the device out and opened a new kit to complete the case. No patient effect was reported, device is being returned.